Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred followed by a temperature alarm while the customer was fishing. Reportedly, the pump may have gotten wet; however, it was not submerged. The customer attempted to loaded multiple cartridges to clear the alarm; however, the alarms would not clear. The customer's blood glucose level was as high as 382 mg/dl and it was addressed with a manual injection. The customer declined a follow up.